Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who used super poligrip extra care with poliseal ((B)(4)) over a period of ten years as a denture adhesive. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes. Approx ten years prior to reporting, the pt began using super poligrip extra care with poliseal. Approx five years prior to reporting, the pt was diagnosed with neuropathy. She also stated that she experienced foot pain which she felt could be due to the product or her diabetes. This case was assessed as medically serious by gsk. Use of super poligrip extra care with poliseal was continued. At the time of reporting, the foot pain was resolved and the neuropathy was unresolved. Super poligrip extra care with poliseal is manufactured in (B)(4) and the product was not available. (B)(4).